Manufacturer narrative:
Block h6: imdrf device code a050702 captures the reportable event of snare loop unable to cut. Block h11: the captivator snares was not returned for analysis; therefore, product analysis could not be carried out. For this reason and due to the lack of evidence, it is unable to confirm the reported event. It was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Based on the thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of unable to exclude device problem.

Event description:
It was reported to boston scientific corporation that a captivator - snares was used to remove a large polyp in the colon during a colonoscopy procedure performed on (B)(6) 2026. It was reported that the cable was connected to the snare, and cautery was applied to cut through the polyp. When they observed that the cut was not progressing as expected, they stopped the cautery and inspected the device. It was noted that the plastic sheath had slightly melted and appeared deformed, but it remained attached. The procedure was completed using another captivator snares. There were no patient complications reported as a result of this event.